Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of asthenia ('asthenia') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and gravida ii (2). No medical/surgical history. Concurrent conditions included obesity (bmi 30). In 2010, the patient had essure inserted. In 2010, the patient experienced asthenia (seriousness criteria hospitalization and intervention required), memory impairment ("memory disorders"), eczema ("eczema"), psoriasis ("psoriasis with negative nickel allergy test"), osteoarthritis ("osteoarthritis") and arthralgia ("joint pain") and was found to have weight increased ("weight gain of 17 kg"). The patient was treated with analgesics, antithrombotic agents and surgery (essure removal via laparoscopic bilateral cornuectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the asthenia, memory impairment, eczema, psoriasis, osteoarthritis, arthralgia and weight increased outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, eczema, memory impairment, osteoarthritis, psoriasis and weight increased with essure. The reporter commented: since the essure insertion patient had symptoms. Decision to remove devices by patient's request and due to medical reason (medically necessary). Essure removal via laparoscopic bilateral cornuectomy with bilateral salpingectomy. There were no immediate postoperative complications and the patient was discharged with a simple analgesic and prophylactic anticoagulation. Unknown by reporter if follow-up was available 6 or more months following removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Allergy test - on an unknown date: negative for nickel. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint (ptc) we received a returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist, and describes the occurrence of asthenia ('asthenia'). In a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: parity 2 and gravida ii (2). No medical/surgical history. Concurrent conditions included: obesity (bmi 30). In 2010, the patient had essure inserted. In 2010, the patient experienced asthenia (seriousness criteria hospitalization and intervention required), memory impairment ("memory disorders"), eczema ("eczema"), psoriasis ("psoriasis with negative nickel allergy test"), osteoarthritis ("osteoarthritis") and arthralgia ("joint pain"). And was found to have weight increased ("weight gain of 17 kg"). The patient was treated with analgesics, antithrombotic agents and surgery (essure removal via laparoscopic bilateral coronectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the asthenia, memory impairment, eczema, psoriasis, weight increased, osteoarthritis and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, eczema, memory impairment, osteoarthritis, psoriasis and weight increased with essure. The reporter commented: since the essure insertion, patient had symptoms. Decision to remove devices by patient's request and, due to medical reason (medically necessary). Essure removal via laparoscopic bilateral coronectomy with bilateral salpingectomy. There were no immediate postoperative complications. And the patient was able to be discharged with a simple analgesic and prophylactic anticoagulation. Unknown by reporter if follow-up was available (B)(6) or more months following removal diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 29.7 kg/sqm. Allergy test: on an unknown date, negative for nickel. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-mar-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of asthenia ('asthenia') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and vaginal delivery (2). No medical/surgical history. Concurrent conditions included obesity (bmi 30). In 2010, the patient had essure inserted. In 2010, the patient experienced asthenia (seriousness criteria hospitalization and intervention required), memory impairment ("memory disorders"), eczema ("eczema"), psoriasis ("psoriasis with negative nickel allergy test"), osteoarthritis ("osteoarthritis") and arthralgia ("joint pain") and was found to have weight increased ("weight gain of 17 kg"). The patient was treated with analgesics, antithrombotic agents and surgery (essure removal via laparoscopic bilateral cornuectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the asthenia, memory impairment, eczema, psoriasis, weight increased, osteoarthritis and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, eczema, memory impairment, osteoarthritis, psoriasis and weight increased with essure. The reporter commented: since the essure insertion patient had symptoms. Decision to remove devices by patient's request and due to medical reason (medically necessary. Essure removal via laparoscopic bilateral cornuectomy with bilateral salpingectomy. There were no immediate postoperative complications and the patient was able to be discharged with a simple analgesic and prophylactic anticoagulation. Unknown by reporter if follow-up was available 6 or more months following removal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Allergy test - on an unknown date: negative for nickel. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.